Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24july2019. The manufacturer¿s international service technician confirmed the reported battery issue. The manufacturer¿s international service technician replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis of the returned parts this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the battery lot number and serial number were not indicated. It was reported that there was no patient involvement.